Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15339. It was reported the patient feels his leads have migrated and are causing him kidney pain. The patient indicates x-rays were taken that showed one lead is in close proximity to his ipg and has migrated towards the area of his kidneys. The patient requested surgical intervention be taken to address this issue, but his physician does not want to perform any surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.